Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 1/8/2018 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high control results are due to improper storage : strips left outside of vial for an extended period of time. Test strip (B)(4). Note: manufacturer contacted customer on 1/5/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction. No medical intervention or symptoms reported.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted into the meter. Husband is calling on behalf of customer. Customer was using proper testing technique. Customer denied leaving strips out of the vial too long or leaving the vial cap open. Test strips are stored in the original container. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-3. The product is stored according to specification in the computer room. The test strip lot manufacturer's expiration date is 06/21/2018 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2017.